Event description:
It was reported that the subject device exhibited threads on their way out. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: - air/water cylinder (channel) with white foreign body. - air water channel with white foreign material. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.